Event description:
Customer reported that pump battery was draining excessively. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with technical support, and a new order for the pump was initiated.